Manufacturer narrative:
The reported event of a blood leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the paroxysmal supraventricular tachycardia procedure, blood leaked from the hemostatic valve. When the sheath was inserted into the right atrium and the dilator was removed, blood leakage was observed from the hemostatic valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.